Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that for 2 weeks the act button does a noise when pressed. Customer stated that the button sticks. The device was not exposed to any moisture, dropped or bumped. Blood glucose value is 135 mg/dl. Nothing further reported.